Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 28mm sjm rigid saddle ring was implanted. On (B)(6) 2021, the patient was experiencing sudden thoracic swelling. A CT was performed and a thorax, subcutaneous and intrathoracic hematoma was noted. A stent was implanted on (B)(6) 2021 however, swelling was notably more. Another CT was performed an showed an increase of intrathoracic hematoma and was surgically removed on (B)(6) 2022. The patient was reported to be in stable condition post procedure. On (B)(6) 2022, a chest x-ray was performed a limited pneumothorax was noted. A chest drain was inserted. Latera follow-up chest x-ray was performed and no pneumothorax was noted. The patient was reported to be in stable condition. ((B)(4)).

Manufacturer narrative:
An event of thoracic swelling and hematoma was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.